Event description:
It was reported that the 2800 system had a fluoro failure error during a case. The 2800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The clinical engineer reported that the hospital had power fluctuations. The power was stabilized. The system was found to be working as intended and put back into service.